Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed self-test alarm. The customer¿s blood glucose level was 384 mg/dl at the time of the incident. The alarm history was reviewed and found other safety alarms. Customer was unable to run any prime testing. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump will be returned for analysis.